Manufacturer narrative:
Additional narrative: examination of the returned instrument confirmed the reported breakage. The investigation could not draw any conclusions about the root cause of the fracture; however, heavy usage over time and or user error/misuse could be contributing factors. CPAP (B)(4) has been initiated to investigate, identify root cause and corrective action. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
The hp mbt keel punches are broken.